Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle lead (rv) was showing high threshold values, and abnormal impedance measurements. The physician suspected exit block, therefore the decision was made to replace the lead. During the replacement procedure, while extracting the old lead, the electrode tip snapped off. The tip remains in situ. The remaining lead will not be returned for analysis. A new lead was successfully implanted.